Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 4. E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 12-jun-2024, it was reported that patient faced four infusion set leakage events since (B)(6) 2024. No further information available.